Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 90% stenosed, 32x2.5mm, concentric and the de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Predilation was performed with a 2x20mm maverick balloon catheter, leaving 80% residual stenosis in the lesion. A 3.00x28mm promus element¿ drug-eluting stent was advanced for treatment; however, it was noted that the stent delivery system and the stent struts were damaged. The whole device was slowly pulled out of the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.